Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing revealed affected channels.

Event description:
In situ testing revealed affected channels. The mother of the user is unaware of any significant trauma, she can however recall an incident where the user hit his head on the bathroom door. Re-implantation is considered but no final decision has been made yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. No information on possible further steps is available.